Manufacturer narrative:
Product event summary: the device was returned and analyzed. The capacitor was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was less than two weeks from when the implantable cardioverter defibrillator (ICD) went from recommended replacement time (rrt) to end of service (eos). It was noted that the short time in rrt was due to the patient having numerous appropriately treated ventricular tachycardia (vt) episodes. The device was explanted and replaced. The device was returned to the manufacturer after being prophylactically replaced and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.